Event description:
It was reported that a patient had a catheter inserted for less than three months, which was removed due to extravasation. After removal, the middle section of the catheter was found to be damaged. Due to the need for medication, a new PICC was inserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc catheter was returned for evaluation along with one sealed 4fr sl powerpicc catheter kit. The returned photo was evaluated, and a split was observed in the catheter body. While a split could be seen in the catheter tubing of the sample in the returned photograph, no details of the damage could be discerned. There were no distinguishing features on the sample in the photograph which could aid in identifying a specific root cause of the split. Additionally, the sealed kit was evaluated and no damage or abnormal condition was seen on the kit packaging or contents. The catheter within that kit was unremarkable. This complaint will be recorded for future trending and monitoring purposes.